Event description:
It was reported that air was observed in the patient line during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated they had already cycled power on the hc. The technical service representative (tsr) assisted the hp to end therapy and advised the hp to start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the air. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.